Event description:
It was reported that while attempting to treat a lesion located in the patient's left renal artery, resistance was encountered when an attempt was made to remove the delivery system from the deployed stent. The balloon was inflated and deflated several times in an attempt to free the balloon. The guiding catheter and guide wire were torqued and the system was removed from the pt to reveal that the distal end of the catheter shaft had separated. Several snare devices were unsuccessfully used in an attempt to retrieve the detached portion of the shaft. The detached portion of the shaft was stented to the vessel wall using two additional stents. Normal vessel flow was obtained in the left renal artery.